Manufacturer narrative:
The reported event of device presented in extreme cobra shape could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that on (B)(6) 2021, a 20mm amplatzer septal occluder was selected for implant. During procedure, extreme cobra shape was observed while the device was in contact with the patient. A new unknown sized, unknown device was successfully implanted. No patient consequences were reported. No additional information available.